Event description:
On (B)(4) 2013, the reporter contacted animas, alleging a power (no power) issue. It was reported that the pump would not power on after changing the battery. The reporter noted there was no visible damage to the pump or battery cap and no evidence of moisture. It was noted by the reporter that the battery cap had never been changed since pump was new in (B)(6) 2013. The user guided instructs the user to change the battery cap every 3-6 months.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1 date of submission 02/13/2014-product analysis:the pump has been returned and evaluated by product analysis on 01/23/2014 with the following findings:the complaint could not be duplicated or confirmed on investigation. A review of the pump¿s black box data revealed no evidence of power issues prior to the complaint date. The battery compartment and battery cap were found to be undamaged and without evidence of moisture ingress. The battery cap could properly secure to the pump and was found to be within specification. The pump successfully completed a prime sequence and 24-hour exercise test without issues, alarms, or warnings. There was no evidence of damage or defect to the pump¿s internal components.